Event description:
Additional information was received information that the non-invasive programmed stimulation (nips) was performed and the patient was successfully converted with a 14j shock and the shocking lead impedance measured at 41 ohms. It was noted that all other lead mesurements were within normal limits. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was received for the right ventricular (rv) lead due to a low out of range shocking impedance. The patient was brought into the clinic for evaluation where isometrics were unable to reproduce the out of range shocking impedance measurements and the electrogram (egm) also appeared to be clean. A non-invasive programmed stimulation (nips) procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal segments of the lead were returned. The distal portion of the defibrillation segment was returned severed at 4.5 cm from the terminal pin, the defibrillation segment proximal segment was returned severed at 4.5 cm from the terminal pin and the is-1 terminal segment was severed at 5 centimeters from the terminal pin. Testing of the returned portions were completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics with the returned portions that would have caused or contributed to the reported clinical observations.

Event description:
A portion of this lead was returned for analysis from a funeral home. There were no further allegations regarding this lead or relating to the patient's death.

Event description:
Additional information was received that one year later another alert was generated by the remote home monitoring system for a low out of range shock impedance measurement. Induction testing was once again performed and yielded acceptable within range shock impedance measurements. Subsequently the physician opted to monitor the situation. No additional adverse patient effects were reported.